Event description:
The patient¿s health care provider (hcp) reported that the patient arrived for a follow-up appointment without wearing her omnipod system. The patient stated she was concerned about a previous pod site after her initial pod fell off, and she did not activate a replacement pod. The hcp diagnosed a skin infection and directed the patient to the emergency room for intravenous antibiotics. No further information was provided regarding the detached pod/dislodged cannula. The hcp also reported that the patient has been non-compliant with her diabetes care and requested that she receive follow-up training, although they did not provide any details about the non-compliance or whether it was related to the diagnosed infection. The hcp advised the patient to use manual daily injection therapy until restarting omnipod 5. No further details regarding infusion site location, duration of pod wear, impact to blood glucose, or any symptoms experienced could be obtained despite multiple good-faith efforts for additional details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection, or to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.